Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be confirmed or duplicated on investigation. The pump powered on to the verify screen with functional auditory and vibratory features. The pump¿s auditory and vibratory alarms were found to be functioning appropriately during investigation. Unrelated to the complaint, investigation revealed that the display screen text was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).